Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented through merlin.net transmission after receiving a couple of inappropriate therapies. Review of remote transmissions determined the cause to be device inappropriate programming and external electromagnetic interference. It was suggested that the patient avoid close contact with potential sources of emi. Patient was brought into clinic for further evaluation and was prescribed medications. No further intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: signal artifact should have been reported.